Event description:
Caller, calling on behalf of the customer, reported the customer received low readings from the sensor scan in comparison to readings obtained on the built-in meter. On (B)(6) 2018 customer received readings of 111 mg/dl, 73 mg/dl, 97 mg/dl, and 112 mg/dl on the sensor compared to built-in readings of 171 mg/dl, 146 mg/dl, 149 mg/dl, and 188 mg/dl respectively. On (B)(6) 2018 customer experienced symptoms described as vomiting, diarrhea, headache and was incapable of self-treating. Customer had contact with the healthcare provider who diagnosed him with diabetic ketoacidosis and treated with serum and was under observation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, calling on behalf of the customer, reported the customer received low readings from the sensor scan in comparison to readings obtained on the built-in meter. On (B)(6) 2018, customer received readings of 111 mg/dl, 73 mg/dl, 97 mg/dl, and 112 mg/dl on the sensor compared to built-in readings of 171 mg/dl, 146 mg/dl, 149 mg/dl, and 188 mg/dl respectively. On (B)(6) 2018, customer experienced symptoms described as vomiting, diarrhea, headache and was incapable of self-treating. Customer had contact with the healthcare provider who diagnosed him with diabetic ketoacidosis and treated with serum and was under observation. There was no report of death, serious injury, or mistreatment associated with this event.